Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd eclipse¿ needles exhibited needle separation and leakage. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: the complaint is not possible to confirm because no sample has been provided. Photos were returned. Pictures are not clear enough to evaluate the incompatibility issues reported by the customer. Related to bent cannula, provided pictures show microlance 3 needles not eclipse needles. The lot number is unknown making it impossible to review the device history records. It was determined that no corrective actions are required at this time.

Event description:
It was reported that the unspecified bd eclipse¿ needles exhibited needle separation and leakage. There was no report of exposure, injury, or medical intervention.